Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged due to having a dim pump running symbol.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's system controller being exchanged due to it having a dim green pump running light emitting diode (led) was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 11.5 days ((B)(6)2024 per the timestamp). The system controller was able to operate a pump at the intended speed for the duration of the log file. Additionally, there were no photos, or any other supporting documents submitted that would confirm the reported event of a dim green pump running led. Provided information stated that the patient was stable & account is not returning the equipment. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms, and the actions to take if the alarms do not resolve on their own. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was stable.